Event description:
The customer reported to olympus, the visera elite ii video system center is not producing image and front panel turned black and was not functioning. The issue was found during preparation for use of an adenoidectomy and tonsillectomy procedure. The patient was not sedated and there was no delay in procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional customer follow-up confirmed the event occurred instantly during preparation for use. No error code displayed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10. Corrected: h10 as the device evaluation incorrectly stated the customer's allegation was confirmed but the customer's allegation was not confirmed. The device evaluation could not replicate the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.